Manufacturer narrative:
(B)(4).

Event description:
Upon insertion, resistance was met and when they pulled the device out, the guidewire was bent and a piece of the catheter was missing. The patient was taken to the or for removal of the catheter. It was reported the patient "was ok" and had no further complications.

Manufacturer narrative:
Qn#(B)(6). The customer returned one ext dwell catheter assembly for analysis. Signs of use in the form of biological material was observed inside the catheter body. The separated portion of the catheter body was not returned with the sample. Visual analysis revealed that the catheter body was severed. Microscopic examination confirmed the damage and revealed that the point of separation was smooth and uniform, which indicates that contact with sharps (i.e. Needle bevel) caused or contributed to this event. In addition to the torn catheter body, it was also observed that the guide wire would not deploy through the cannula. The catheter body total length measured 64mm which indicates that at least 21mm of the catheter body was separated and not returned for analysis. The catheter body outer diameter measured .0340" which is within the specification limits of .0335"-.0375" per the catheter body graphic. The catheter body inner diameter measured .026" which is within the specification limits of .025"-.029" per the catheter body graphic. Functional inspection was performed per the product IFU. The IFU states: "check for patency: attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently. Check for brisk free-flowing blood return. Vigorously flush catheter" the endurance catheter was connected to a lab inventory water filled syringe. When the catheter was flushed, water passed through the catheter body and exited out of the point of separation towards the distal end. The customer did not provide a lot number; however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed based on the potential lot number from sales history. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The IFU also cautions, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The reported complaint that the endurance catheter was cut/torn was confirmed through complaint investigation. The damage observed is consistent with the device coming into contact with sharps during insertion (i.e. Needle bevel), which caused the separation. The sample passed all relevant dimensional inspections. Based on the condition of the sample received and the customer report that the defect was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Upon insertion, resistance was met and when they pulled the device out, the guidewire was bent and a piece of the catheter was missing. The patient was taken to the or for removal of the catheter. It was reported the patient "was ok" and had no further complications.